Event description:
It was reported that the stimulation was intermittent. The patient had the stimulation set so that it shut down at about 8 or 9 at night and came back on at 6 in the morning. The patient stated that for the last 4-5 days, the stimulation was not coming on, on its own and the patient had to manually turn it on. It was noted that when the patient had his stimulation on and he turned it off, it could take up to 8 hours for the pain in his back to return. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0222848v, product type: lead. Product ID: 3487a-33, lot# j0222848v, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).